Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged barrel with the incident lot was not observed. However, the plunger stopper was observed to be squashed and deformed inside the syringe barrel. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues relating to damaged barrel nor deformed plunger stopper were observed. The root cause for the deformed plunger stopper is associated with the assembly process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was a molding defect. The following information was provided by the initial reporter. The customer reported "the top of the barrel was deformed like it was melted."